Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 600 mg/dl resulting in diabetic ketoacidosis and gallstones. Reportedly, customer was admitted to the intensive care unit with high ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged 12 days later with the issue resolved. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Tandem technical support education caller on battery depletion and to charge their pump regularly. The customer continued to use the pump for insulin therapy.